Event description:
The device was returned with no information. No further information is available.

Manufacturer narrative:
(B)(4). Closing trigger. The device was received for analysis with the clamping mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger return spring post was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. In addition, the release button was noted to be damaged. The batch record was reviewed and no anomalies were noted during the manufacturing process.